Event description:
It was reported that the patient presented with a total discharge of their spinal cord stimulation (scs) implantable pulse generator (ipg). Since that day the patient experienced frequent ipg charging, and the ipg would not last more than 1.5 days. Prior to that day the ipg would last between 10 to 12 days. The patient had changed their programs in an attempt to experience more battery life, however it was not successful. It was noted that the programs did not have a high energy consumption. The patient underwent a revision procedure where the ipg was replaced. There were no complications during the revision procedure, and the patient was doing well post-operatively.

Manufacturer narrative:
Sc-1160, serial (B)(6): laboratory analysis of the returned device revealed the ipg could not maintain battery power due to an excessive current leakage. The system data log revealed a significant battery depletion rate change, and also a magnet reset count increase. The ipg functional test failed on electronically generated leads, egl scan and biphasic stimulation. The egl scan was used to map out the relative positions between the leads. Damage to the application-specific integrated circuit, asic, resulted in the reported fast battery depletion of the ipg battery. Based on all available information, engineers concluded that the complaint of frequent charging was confirmed. It was reported that the ipg was not exposed to electrocautery or magnetic resonance. The use of the asic damage is unknown. Hence, the probable cause is traced to component failure.

Event description:
It was reported that the patient presented with a total discharge of their spinal cord stimulation (scs) implantable pulse generator (ipg). Since that day the patient experienced frequent ipg charging, and the ipg would not last more than 1.5 days. Prior to that day the ipg would last between 10 to 12 days. The patient had changed their programs in an attempt to experience more battery life, however it was not successful. It was noted that the programs did not have a high energy consumption. The patient underwent a revision procedure where the ipg was replaced. There were no complications during the revision procedure, and the patient was doing well post-operatively. Additional information was received that the patient did not have exposure to electrocautery or have a magnetic resonance imaging, MRI, prior to the explant. It was noted that the patient is a lawyer, and has to be frequently in court, which may have devices that block signals and metal detector machines.